Manufacturer narrative:
The down arrow button was unresponsive due to corroded keypad traces. No moisture damage was noted on the electronics. No dust was noted on the insulin pump. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that there is a keypad anomaly. The blood glucose reading is 78 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.